Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The xtr clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, after eight rotations of the actuator knob, it was noted that the clip had opened to 180 degrees and the grippers were still down. The clip was confirmed to still be attached to both leaflets. The gripper line was left in place while a second cds was prepared. The gripper lines were then removed and a second clip was implanted for stabilization of the first clip. The mr was reduced to 3. The next day, echocardiogram was performed, which confirmed that both clips were stable on the valve. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was investigated and the reported mechanical issue was not testing during returned device analysis as the clip was implanted and not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. A definitive cause for the observed bent actuator mandrel could not be determined and was likely related to procedural circumstances. Additionally, the observed corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.